Event description:
It was indicated that the device over-heated prior to a surgical procedure. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and motor. The presence of corrosion can lead to increased friction among rotating components resulting in heat being generated.